Manufacturer narrative:
D4 added primary UDI number as it was omitted from the initial report that was submitted. H4 added device manufacture date as it was omitted from the initial report that was submitted. H6 added type of investigation code as it was omitted from the initial report that was submitted.

Manufacturer narrative:
Corrected information was provided in b1 (is product problem). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d1 and d4. Upon review, the brand name, catalog, serial and primary UDI number have been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the hemolysis was not determined due to inconclusive evidence from the data logs and provided clinical details, and unreturned product for further investigation. The root cause of the injury was unable to be determined due to insufficient clinical details.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. The 2 perclose sutures placed prior to insertion of the short 14fr peel away sheath. Impella inserted without issue. The device was successfully inserted via the right femoral artery with normal flows and initial hemodynamic improvement. Multiple coronary clots were noted, and penumbra thrombectomy was attempted but only partially effective. The patient later developed suspected hemolysis seeing bright red urine likely from suboptimal positioning and compromised hemodynamics and was escalated to an impella 5.5. During cp removal, loss of right lower-extremity pulses occurred, requiring contralateral access and common femoral artery (cfa) ballooning to restore flow. The patient survived the procedure and was stable.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.